Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. The cause of the death was reported as pulmonary embolism.

Manufacturer narrative:
Lawyer-filed report.